Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision to address pain. Date of implantation: (B)(6) 2020, date of revision: (B)(6) 2021, (right knee). Treatment: revision of the tibial insert, tibial tray, femoral component, and depuy cement product. The patella component was retained.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided from medical record review indicates the patient received a revision due to loosening and migration of the tibial component at the implant to bone interface. It is reasonable to conclude that the device reported on this medwatch did not contribute to the reported event as the patients pain can be attributed to the tibial loosening. The tibial component was reported on report number 1818910-2022-01695. At this time depuy synthes joint reconstruction considers the device on this report to be not reportable.